Event description:
It was reported to boston scientific corporation that an uphold vaginal support system pelvic floor repair (pfr) kit was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the capio device was jammed with weakening of the wire on needle¿s contact. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned device found that the lead suture on one of the legs is frayed near the needle. It is also noted that there are cracks on the handle of the capio suturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system pelvic floor repair (pfr) kit was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the capio device was jammed with weakening of the wire on needle's contact. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.